Event description:
Subsequent to the initially filed reports, the following information was received:the three prostyle devices were incorrectly reported. Additional information was received indicating that the first prostyle device had the footplate stuck in the partially opened position keeping the device stuck in the vessel. The suture was cut but the device was still stuck. The device was twisted and yanked out. Upon removal, the footplate was observed to still be in the partially opened position. The additional information also indicated that the second and third prostyle devices worked at intended without issue. No additional information was provide

Manufacturer narrative:
A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. A review of the corrective and preventative actions (CAPA) database for the device was performed and revealed no complaint assessment capas that would be related to the reported issue(s). Based on these reviews, there is no indication of a product quality issue. Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device. There is no indication of a product quality issue with respect to manufacture, design or labeling, h6 correction: health effect - impact code 4641 removed; medical device problem code 2616 removed.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly with three prostyle devices, the suture came out of the anatomy during device removal with the formed knot and loop in the suture bearing. The method used to achieve hemostasis was not provided. The procedure was then continued contralaterally. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.